Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The increased mitral regurgitation (mr) is likely due to the reported slda. The treatment appears to be related to the operational context of the procedure as the physician decided to send the patient for surgery to place an annular ring. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The patient anatomy was challenging, with difficult visualization. The ntr clip delivery system (cds) was advanced to the mitral valve, but grasping was difficult due to the patient anatomy. The clip was not deployed and the cds was removed without issue. An xtr cds was advanced to the mitral valve and the clip was deployed successfully reducing mr to trace; however, after deployment the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr immediately returned to 4+. The patient was becoming unstable; therefore, the physician decided to send the patient for surgery to place an annular ring. Reportedly, the patient was a very sick patient. No additional information was provided.